Event description:
Reporting status: permanent damage. Reporting rationale: mi is considered to be permanent damage/expired stent has the potential to cause or contribute to patient injury. Device issue: expired stent. It was reported via a trial that the patient was hospitalized on (B) (6) 2010. The procedure took place on (B) (6) 2010. Predilatation was performed prior to stenting of the mid right coronary artery with three xience v stents. A non st elevation mi occurred post procedure, which prolonged the hospitalization by one day. No treatment was performed and the symptoms resolved. The patient was discharged on (B) (6) 2010. In addition, the stent was reported to be used after the expiration date. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The xience v 4.0x28mm (part#1009543-28/lot#711144i) mentioned was filed under manufacturer no. 2024168-2010-00191. Evaluation summary: product performance engineering received the incident information; however, the product was not returned to abbott vascular for analysis. The reported patient effect of mi, as listed in the product instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to mi, as a potential post-procedure complication and is not necessarily an indication of a product quality deficiency. In this case, the need for prolonged hospitalization was likely a secondary effect of the mi, which resolved with no further treatment. During a review of the label attachments from the lot history record (lhr), it is noted that the expiration (use by) date for the rx xience v stent was 12/1/2009. The product packaging was not returned, so the expiration date on the specific product labels could not be confirmed. However, based on the reported information, the xience v stent was implanted in the patient on (B) (6) 2010, which was approximately 35 days past the labeled expiration date. The expiration date of the product is important for the sterility, efficacy and performance of the device. It should be noted that the xience v IFU states: do not use after the "use by" date. In this instance, there is no indication of a product quality deficiency. A review of the lhr did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A query of the complaint-handling database did reveal 1 previous incident reported for mi and hospitalization, and 1 other incident for mi, hospitalization and use after expiration date with this lot. However, as stated above, mi and hospitalization are known potential risks associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Use after expiration is considered to be user related. Thus, in review of all incidents, there does not appear to be any indication of a product quality deficiency associated with the lot. Although there is no indication of a product deficiency, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality. This MDR is considered closed by the product performance group.